Manufacturer narrative:
(B)(4). The insulin pump was not received stuck in the manufacturing mode. However the pump was received with operating currents within spec. The pupm passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer¿s blood glucose level was 169 mg/dl at the time of the incident. The customer returned the product back for analysis.